Event description:
It was reported that the patient presented for a follow-up in backup vvi. A user download did not restore the device. The pulse generator was replaced.

Manufacturer narrative:
No medwatch form was received.